Event description:
Ventilator stopped on pt. Bagged pt until vent was replaced. Subsequent evalution of the ventilator indicated the display board malfunctioned. The equipment (which was new at the time) was replaced by the company.